Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump failed to alarm no delivery. Customer was not able to complete troubleshooting at the time of the call. Therefore, the root cause of the issue could not be determined. Replacement product is being sent.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit passed the dat test at 0.08610 inches. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime/compromised force sensor system, and excessive no delivery alarm test. Unit functioned properly. Low reservoir and empty reservoir alarms functioning properly during testing. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot and cracked battery tube threads.